Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong and siren alerts) was confirmed. As received, the belt failed the ECG electrode fall-off test. Upon evaluation, the brown (-5v) wire was open inside the trunk cable. The cause of the constant gong and siren alerts and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wires.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant gong and siren alerts.